Event description:
This report is being filed upon notification from our mr manufacturer in another country, to submit this event problem: pt had a mr exam. Pt was scanned with the torso xl coil with the feet first into the magnet. The coil was positioned over the pelvic area with the pt's arm on top of the coil. Padding was used to separate the coil and cables from the pt. However, it was stated that the pt's arm kept slipping down to the side. Immediately after the examination a second degree burn with a 2-3 cm blister appeared on the pt's left forearm.

Manufacturer narrative:
Eval: the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA. Eval results: the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA. Conclusion: the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA. Note: the indicated importer has received FDA exemption number, to submit one FDA form 3500a to satisfy both the importer and manufacturer for the same event.